Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked at lowest port closest to the patient. The issue occurred during patient infusion. The device was filled with carboplatin having a flow rate of 576ml/hour. The duration of therapy was 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.